Event description:
Procedure: laparoscopic hernia repair. Reportedly as the balloon was being inflated, it broke. Pieces fell into the cavity; the surgeon feels he/she retrieved most if not all of them. No patient injury reported.